Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID 2134265-2015-08690. It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior tibial artery. After a 4.5f non-bsc introducer sheath was placed, a 014 non-bsc guide wire crossed the lesion. Then a 2.0mmx20mmx143cm fg coyote nc mr (nc quantum apex) balloon catheter was advanced for pre-dilation. However, on the first inflation at 18 atmospheres, the balloon ruptured after being inflated for 15 seconds. Subsequently, another 2.0mmx30mmx143cm fg coyote nc mr (nc quantum apex) balloon catheter was advanced to the lesion, but still the balloon ruptured on the first inflation at 18 atmospheres. The devices were completely removed from the patient's body. The procedure was completed using a non-bsc balloon catheter and was inflated at 22 atmospheres. No patient complications were reported and the patient's status was good.